Manufacturer narrative:
Related component of device system: model number/ catalog number: 72404127, batch/ lot number:128897017, model/ catalog description: control pump fgs iz.

Event description:
It was reported that an additional cuff was added to the artificial urinary sphincter (aus) system due to the patient experienced recurring incontinence. No further complications were reported. No more information is available at the moment, additional information was requested and will be provided as it becomes available.